Event description:
The description of the following event originated from a foreign distributor in (B)(6). The distributor reported that the touchscreen, on one of their units is not responding, and that there is an oil/liquid patch, at the right bottom corner, of the screen. They tried the following things: cleaned the touchscreen externally; attempted to calibrate the touchscreen; reconnected the connector, but the issue did not resolve. They eventually replaced the front panel with a "working" front panel, and that resolved the issue. There was no patient involvement, during this event. The distributor requested, a replacement front panel.

Manufacturer narrative:
(B)(4). Per information provided by the foreign distributor, carefusion technical support, shipped a replacement front panel, and issued a return goods authorization (rga) number for the return of the alleged faulty front panel for evaluation. As of (B)(6) 2015, carefusion has not received, the alleged faulty front panel. Once received and evaluated, a follow-up medwatch report will be submitted.